Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient had not been able to urinate since the procedure. It was noted that the trial began on (B)(6) 2019. On (B)(6) 2019 the patient reported that the device plug came out the day before the call and they plugged it back in. The patient also stated that one of their electrodes from their back came loose. On (B)(6) 2019 the patient reported that the have had no flow for the last 48 hours. The patient stated they spoke to their healthcare provider and would have the leads removed the following day. The patient was redirected to their healthcare provider. No further complications were reported.